Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, loose lens, could not be identified. Presumably, the error patterns very likely indicate the impact of a major mechanical force caused a blow or a fall. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported, the telescope had loose lens. The issue occurred during preparation for use of a therapeutic procedure. There were no reports of patient harm, no delay, and the procedure was able to be completed with a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.